Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient was hospitalized for hyperglycemia. The blood glucose result was "around 300 mg/dl" and the patient's mother treated her with insulin. It is unknown what type of treatment was given to the patient at the hospital. The patient was released from the hospital on (B)(6) 2019. The infusion device was requested to be returned for product evaluation.